Event description:
A pt incurred a laceration during a procedure (unspecified) that involved a mayfield skull clamp. The incident was described as follows; the pt's head moved and she sustained a small laceration on her head. The doctor stated that the skull pin might not have been inserted correctly. Additional information has been requested.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.